Event description:
Initial result for a patient hcg was <2 miu/ml. When the result was questioned and the patient was redrawn, the result was 6822 miu/ml. When the original sample was retested, the result was 5704 miu/ml. The account did not report any adverse events in association with the incorrect result. The field service representative found the sample probe was out of adjustment and repaired the instrument.